Event description:
The customer observed a patient with falsely elevated b12 results on the architect i2000sr analyzer. The following data was provided: sid (B)(6) = 150, 142, 175, 256 pg/ml. The customers reference range is 187 to 883 pg/ml. This patient is known to be b12 deficient. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).